Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient was seen in-office following the por to install a software update and reprogram the lv capture management and effective crt back on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, which indicated the crt-p left ventricular capture management (lvcm) had previously been reprogrammed to monitor only and the device exhibited a por following the reprogramming. It was noted the lvcm was to be programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple ride through power on resets (por) were observed. It was noted the patient had heard an alert approximately one month prior. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.